Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device was reporting an e6 error message. The device was being used in operation. There was no patient or user injury reported. It is unk if delay or medical intervention. There is no add'l info provided.